Event description:
The customer stated that she wore the insulin pump during an MRI. Troubleshooting was performed and the insulin pump gave an error alarm after it was rewound. The customer reported a blood glucose reading of 367 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to confirm the error alarm due to the motor error.